Event description:
It was reported that during a davinci si nephrectomy procedure, while using the dissecting forceps instrument, the customer noted that the 'cable snapped during procedure, nothing fell into the patient, no patient harm'. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing at the clevis and didn't get returned with the instrument. The clevis did not exhibit any damage or wear marks. Electrical continuity passed. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications.